Event description:
It was reported that the angiograph result showed 50% stenosis in the entrance of the lm, 80% stenosis in the second diagonal branch, 60% stenosis in the proximal of first diagonal branch, 90% stenosis in the entrance of first interval, 100% stenosis in the middle of lcx. During the surgery it was reported that the physician attempted to use a 2.25mm diameter x 14mm length endeavor resolute (rx) drug eluting stent to treat the lcx lesion. The lesion was firstly pre-dilated at 8atm for 10sec and then at 10atm for 10sec. It is reported that the device was inspected prior to use with no abnormality noted. It is also reported that there was resistance noted during attempted delivery of the stent and force was used. The device could not passed the lesion and on removal the stent and found to be deformed. The physician changed another 2.5mm diameter x 14mm length resolute device to complete the surgery. No patient injury occurred and no clinical sequelae were reported. Evaluation summary: the distal tip was slightly flared. A number of struts on the 6th proximal segment were raised and deformed. The remaining segments were intact. The proximal pillow folds were partially opened and disturbed. Please note that this device (endeavor resolute) is distributed outside the united states; however, it is similar to the united states distributed product (resolute integrity).

Manufacturer narrative:
Evaluation results: patient¿s condition affected effectiveness of device ( target lesion reported to have exhibited 100% stenosis). Inherent risk of procedure (failure to deliver the stent and stent deformation). Failure to follow instructions (forced used to advance device). Conclusion results: failure to follow instructions (forced used to advance device). Known inherent risk of a procedure (failure to deliver the stent and stent deformation). Device failure related to patient condition ( target lesion reported to have exhibited 100% stenosis). (B)(4).